Event description:
The customer questioned results from 2 patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided 2 patient samples for investigation. Of the data provided, erroneous tsh results were identified between a centaur analyzer and an e411 analyzer used at the investigation site. All results from the investigation will be reported to the customer. Erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. No adverse event was reported. The e411 analyzer serial number was (B)(4). Calibration and quality controls were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based on the available data, a general reagent issue can be excluded. Differences in values between the roche and siemens centaur analyzers for the tsh parameter may be due to the different setups of the assays, the antibodies used and the variances in standardization. When comparing values from different types of analyzers, variances can be expected.